Event description:
It was reported that post preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) by the facility's biomedical engineer, the iabp had a "helium pressure transducer" issue. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the cs300 iabp and was able to reproduce the reported issue as when the unit was powered on, it showed maintenance required code #5. The stm calibrated the transducer which resolved the issue. Unrelated to the complaint event, the stm also replaced the expired safety disk. The iabp unit passed all calibration, functional and safety tests performed other than display test. The stm observed that there was one vertical line present on the display, and if the customer decides to repair this they will call getinge's technical support department and place a new service call. If additional information is provided, we will submit a supplemental report. Full name of event site: (B)(6).

Event description:
It was reported that post preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) by the facility's biomedical engineer, the iabp had a "helium pressure transducer" issue. There was no patient involvement and no adverse event was reported.